Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. Upon investigation the monitor was intermittently delivering pulses with energy below specification. The cause for the intermittent failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The pad underneath the negative lead of c19 was lifted. The root cause for the damaged capacitor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse during incoming functionality testing.